Manufacturer narrative:
Concomitant product(s): a 1488tc lead, implanted: (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert triggered. The right ventricular (rv) lead had no capture, high pacing impedance, stored non-sustained episodes that appeared to be noise, and a high sensing integrity counter (sic). Detections were turned off. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.